Manufacturer narrative:
(B)(4). The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No delivery alarm/occlusion - unknown timing not confirmed. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Pump received with partial display due to moisture damage on the electronic assembly. Pump received with scratched case. Pump received with pillowing and cracked keypad overlay at select button. Pump received with broken belt clip rails. Pump received with serial number label damaged/faded. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.